Event description:
Four stents were used. Two of the stents came off their balloons and had to be retrieved. When using the third stent, it was found that a longer stent was needed. The fourth stent used and sealed the perforation. Please note that the jostent is a bare stent and the physician mounts a balloon of choice to the stent. In september 2002, the patient was taken to surgery to repair the percardial sac.

Event description:
Four stents were used. Two of the stents came off their balloons and had to be retrieved. When using the third stent, it was found that a longer stent was needed. The fourth stent was used and sealed the perforation. Please note that the jostent is a bare stent and the physician mounts a balloon of choice to the stent. In 2002, the patient was taken to surgery to repair the percardial sac.